Event description:
The event is reported as: the vessel isn't air tight. Additional info suggests that the inflation system or the balloon is not tight/leaking. No pt injury reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s); h10g27089 and h10e22068 with no defects noted. The as determined cause was poor aseptic technique. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from (B)(4) of touch contamination and bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4), the reporting nurse stated that on an unreported date, the patient made mistake/touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment information was not provided for the events. On an unreported date in 2010, dianeal therapy was withdrawn. The patient was recovering from the peritonitis. It was not reported whether the event of patient made mistake/touch contamination resolved. Per the nurse, the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination and dianeal pd4 ambuflex therapy.